Event description:
It was reported that this system with cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited loss of capture and oversensing. Patient experienced weakness and healthcare physician (hcp) admitted the patient. This system remains in service and no adverse patient effects were reported.